Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Engineering analysis determined that the device power consumption has been increasing over the past year and is expected to continue to increase. Also, the device had high rate atrial sensing that could cause an increase in power consumption. A device reprogramming was suggested and may consider device replacement then return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Engineering analysis determined that the device power consumption has been increasing over the past year and is expected to continue to increase. Also, the device had high rate atrial sensing that could cause an increase in power consumption. A device reprogramming was suggested and may consider device replacement then return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.